Event description:
Information received indicates while performing annual preventive maintenance on the bed, the bed wouldn't pass the electrical check because the power plug was missing the ground pin.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.